Manufacturer narrative:
The reported event was patient death. As received, complete and in one piece. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-72578. Related manufacturer reference number: 2017865-2023-72579. Related manufacturer reference number: 2017865-2023-72580. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.